Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, broken battery tube threads, missing end cap sticker and cracked case at the display window corners. Visual inspection found reservoir compartment threads are broken therefore unable to connect tubing and deliver insulin. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the reservoir compartment was cracked and chipped. Customer also reported that the tubing connector would unscrew by itself and the insulin pump would not deliver insulin as a result. Customer's blood glucose was over 300 mg/dl. The customer was unsure how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.